Manufacturer narrative:
Product event summary: analysis was not able to replicate the programmer freezing during boot up or interrogation, but a notation of sluggish performance was found in the programmer logs. The programmer was able to interrogate several devices with a known good radiofrequency head. It was also found that the display had a vertical line that did not affect performance.

Event description:
It was reported that the programmer would freeze and was unable to interrogate devices reliably. The programmer has been returned for repair. No patient complications have been reported as a result of this event.